Event description:
It was reported that the inner shafts were broken on three extraction screwdriver devices. The devices reportedly broke during screw removals. There was no delay to surgery or impact to the patient. No pieces were left in the patient and all distal tip fragments were discarded with the removed screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The customer reported the inner shaft broken. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The inner shaft was replaced. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate